Manufacturer narrative:
Investigation description: the device was received with the display assembly separating from the housing. Inspecting the interior of the device found corrosion. Liquid ingress likely caused the user's complaint.

Event description:
It was reported that the ilet pump was slow to charge and generated repeated error alerts during supply changes, including an unable to proceed alert; a restart and dry-run were attempted without success and the pump was replaced, with the screen usable and data synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with a mechanical issue identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.